Manufacturer narrative:
Based on available info, med determination is that this a serious malfunction. A leaking endotracheal/tracheostomy tube cuff exposes the pt to the risk of aspiration of gastric contents and a reduction in ventilation pressure. The device was evaluated and a small pinhole was discovered on the balloon. No lot number was provided to allow for a review of the production records for this specific device. (B)(4).

Event description:
This complaint was rec'd by (B)(4) on (B)(6) 2011 from (B)(6) for product endotracheal tube size 8.5mm. Customer complaining: " loss of cuff pressure".